Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) on patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the universal surgical manipulator (usm1) on patient side cart (psc) had a recoverable error. Customer did not remember what the fault was but, they decided to disable the usm and were continuing with three usms. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the usm involved with this complaint to perform failure analysis, and the reported 32097 error was confirmed and replicated. In artemis, the 32097 error was found indicating maxis error occurred, reported by axes controller (motor) board and followed by 31226 aurora link error reported by acm, check upstream link to axes controller (arm) board, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a fixture test platform (pftp) where fiber test was found to be failing on clock spring fiber. Once testing was completed, the clock spring fiber was aba tested and was verified to be the source of the fault. The probable root cause was attributed to communication error or fiber error within the universal surgical manipulator (usm).